Event description:
It was reported that during a thermal ablation procedure the surgeon perforated the uterus. The surgeon had difficulty inserting the catheter into the uterus due to a stenotic cavity. The surgeon reported that due to the difficulty inserting the catheter is when the surgeon perforated the uterus. The procedure was aborted with no medical or surgical treatment. No pt consequences were reported.